Manufacturer narrative:
The investigation determined that non-reproducible vitros amon quality control results were obtained on a vitros 5600 integrated system. Investigation was unable to determine a definitive cause. The most likely cause of the event is analyzer related due to microslide incubator contamination. After cleaning the microslide incubators of 2 of the 3 analyzers, acceptable performance was obtained. The 3rd analyzer is still under investigation. Additionally, an amon reagent issue cannot be ruled out as a contributing factor.

Event description:
The customer obtained non-reproducible vitros amon quality control results on a vitros 5600 integrated system. Vitros-1 biorad l2= 177.1, 181.2, 187.5, 177.0 ug/ml versus expected 144.2 ug/dl; vitros-2 biorad l2= 181.6, 176.0, 187.2, 183.1, 195.3 192.7, 196.8 ug/dl versus expected 144.2 ug/dl; vitros-3 biorad l2= 174.3, 189.3, 193.8, 179.3, 196.7, 207.3 ug/ml versus expected 144.2 ug/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).